Manufacturer narrative:
(B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they fired the capio to place the suture to the sacrospinous ligament but the dart at the end of the suture came off and it got lodged into the patient's ligament. They were able to complete the case using the device with no patient complications.